Event description:
It was reported that after firing, staple line was observed to be bleeding and to have multiple misformed staples causing a distorted appearance. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: according to the information received, the reported event for the device was hemostasis controllable, malformed staple. This is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the 1st and 2nd photo shows a staple line on the tissue and slightly bleeding could be observed along the staple line. However, due to bleeding on staples proper/improper form of staples cannot be determined. The third photo is totally white. It could not be assessed. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.